Event description:
Customer called in with a request for info on cidex products. Further conversation demonstrated that customer had a sigmoidoscopy in a dr's office on 7/2/98 and she started to expel blood and mucus after the procedure. She was hospitalized and treated with antibiotics. In the hospital, the pathologist diagnosed her as having third degree burns of the lining of her colon.